Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a message on the programmer stating pg indicates magnet application. The health care provider tried to reboot the programmer, but the message reappeared. A boston scientific technical services (ts) consultant recommended turning the enable magnet use function off. A memory dump and save to disk were performed and sent in for analysis. The data disk analysis indicated that the magnetic switch was closed for 6 weeks. Due to this finding a drop in battery voltage would be expected. It was reported that if the magnetic switch became stuck in the closed position, the device would continue to provide tachyarrhythmia therapy and bradycardia pacing therapy as programmed; however, the remaining device life would be significantly reduced.

Manufacturer narrative:
After reviewing data from the memory of this device, it is suspected that the reed switch was stuck, which caused the erroneous programmer message that there is a magnet present that was observed clinically. We observed similar failures, at a low rate of occurrence and have conducted an investigation to determine the root cause. This was attributed to a component failure, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality. It is suspected that no tones were heard from the device due to a firmware issue related to the placement of a magnet over the device between r-waves of two sequential cardiac cycles. This issue is currently under investigation. No adverse patient effects have been observed and the device remains implanted. The device was explanted six years later for reported normal battery depletion and returned for standard analysis testing. Upon receipt at our post market quality assurance laboratory, analysis confirmed that the reed switch was stuck, which caused the erroneous programmer message that there is a magnet present that was observed clinically. Boston scientific has observed similar device behavior and has conducted an investigation to determine the cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality and an advisory was communicated worldwide in 2010.